Manufacturer narrative:
A titan pump and cylinders 1 and 2 were received. A separation within abrasion was noted on the inlet tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on both exhaust and inlet tube of the pump. These were not sites of leakage. Abrasion was noted on all pump tubes. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Lot number: 5686889. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a leak in the tubing near the pump, and the device failed to inflate. The device was removed and replaced.